Manufacturer narrative:
(B)(4). Batch # r94y79. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, two clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device r94y79 lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device r94y79 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of the month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, after 2 clips the additional clips failed to form correctly. Another clip applier was opened to complete the case. The procedure was successfully completed. There were no patient consequences. There is no additional information available.